Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer experienced an adverse skin reaction after 6 days of wearing the adc freestyle libre sensor, reporting he experienced "weeping" at the sensor site. Customer was treated with mupirox 2% (mupirocin) topical antibiotic ointment that was prescribed for a previous adverse skin reaction, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) and sensor pack returned. Performed visual inspection on sensor, observed plug to be fully seated, no other damage observed. Visual inspection performed on sensor pack was performed and observed the lid to have not been completely removed which is evidence of customer not following correct label copy. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No product malfunction or deficiencies were identified.

Event description:
Customer's mother reported the customer experienced an adverse skin reaction after 6 days of wearing the adc freestyle libre sensor, reporting he experienced "weeping" at the sensor site. Customer was treated with mupirox 2% (mupirocin) topical antibiotic ointment that was prescribed for a previous adverse skin reaction, and no further treatment was reported. There was no report of death or permanent injury associated with this event.